Event description:
A flash was seen at site of head neer endotracheal tube, an alarm went off. A burnt smell was noted at head of table. Distal end of anth. Ckt. Was burned, endotracheal tube was black with smoke. Pt was re-intubated and new anth. Ckt. Was applied.